Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative (rep) that they had a patient that came into their office after implant and had two mris. Due to the mris, the hcp had to replace the battery. It was unknown how long ago this occurred. The issue was resolved at this time. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.